Event description:
It was reported that at a follow-up appointment, the physician observed high, out-of-range pacing impedance measurements (>3000 ohms) from the right ventricular (rv) lead. This resulted in a lead safety switch (lss) to unipolar sensing, causing intermittent over-sensed noisy signals. It was noted that the impedance measurement was consistently >3000 ohms when programmed to bipolar sensing. The physician was also concerned about potential over-sensed noisy signals from the right atrial (ra) lead. Low amplitude p-wave measurements were also seen from the ra lead. Boston scientific technical services was contacted and recommended thorough real-time electrocardiogram (ECG) testing, diagnostic imaging, and additional provocative maneuvers to evaluate both the ra and rv lead integrities. At this time, both leads remain implanted and no adverse patient effects were reported.